Event description:
It was reported that during interrogation in the outpatient clinic, the heartmate 3 speed was not visible on the system monitor default screen. After the system monitor was turned off and rebooted, the screen showed the speed accurately. There were no alarms reported.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a screen issue was confirmed via the submitted picture. A picture of the reported event was received confirming the speed was not visible on the screen. The ventricular assist device (vad) coordinator was advised to turn off and reboot the system monitor which resolved the reported screen issue and showed the speed accurately. The system monitor, (B)(6) , was not returned for analysis and remains in use as the issue was resolved. A root cause for the reported event was not determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor, (B)(6) , was shipped to the customer on (B)(6) 2008. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B). The heartmate power module instructions for use (IFU) (rev. B), cautions the users to contact the vad coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.